Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet perforation. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip was implanted successfully reducing mr grade to 2. The second mitraclip was inserted and grasped the leaflet; with the first grasp a leaflet perforation was noted on the posterior leaflet, just lateral to the first implanted mitraclip. The perforation was attributed to the patient having a really thin leaflet. The leaflet grasp from the second mitraclip was released and the undeployed mitraclip was removed from the anatomy. The perforation did not worsen the mr grade and the procedure was completed with mr grade 2. There were no device issues with the mitraclip. No additional information was provided.